Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7270713; medical device expiration date: 2020-09-30; device manufacture date: 2017-09-28. Medical device lot #: 7317786; medical device expiration date: 2020-10-31; device manufacture date: 2017-11-13. Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there is an issue with leakage. It was stated ¿when the button to release the needle is pushed blood just keeps on flowing it doesn't stop. The customer received a new box from the sales representative and again it is defective. It was used on a patient and the blood poured out of the catheter.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
This complaint was opened in error as the customer admitted to using the product in error. The customer received product that they presumed to be the bd insyte autoguard blood control when it was actually the bd insyte autoguard. Therefore when customer was using the product, the error occurred (blood leakage). This initial complaint was deemed reportable and the MDR was submitted to the FDA. A supplemental MDR will be submitted to clarify that the customer admitted to there not being a product quality issue. An investigation will not be completed as there is not a product quality issue. The concern of leakage is due to customer misuse. The customer confirmed they used the incorrect product.